Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device was difficult to fire. The staples line appeared ok. Several hours post-op, the pt was returned to surgery for internal bleeding. The amount of bleeding is unk. The surgeon hand sutured the leak. The pt is currently okay.